Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: correction. H6: type of investigation - correction: remove 4121 as there is no data. H7: type of remedial action - correction.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).